Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture in the battery compartment. There was no damage noted to the pump casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Follow-up #2 date of submission 06/22/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2015 with the following findings:investigation revealed rust and corrosion inside the battery compartment and on the battery cap. The battery compartment was observed to be cracked in two places. Leak testing failed due to the battery compartment damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.